Event description:
It was reported that the pump touch screen was unresponsive and that the wake button was stuck. Additionally, it was reported that a cartridge did not fit onto the pump and the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.